Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call having insulin leak from two reservoirs. Customer stated that the leak occurred when trying to fill them from the insulin vial. First time was about a week back and the second time was a couple of days before the call. Both reservoirs were from the same lot. One was discarded and the other one was used. Blood glucose value was 11 mmol/l. The product would not be returned.